Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch mw5070161 that guidewire fracture, vessel dissection, and clot formation occurred and the patient died. The patient presented with severe congestive heart failure and cardiac catheterization was performed. The totally occluded target lesion was located in the left circumflex artery. A pt2 guide wire was advanced to cross the lesion. However, during the procedure, the wire fractured and sheared the middle of the vessel. A non-bsc guidewire was inserted and a 1.50mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. While waiting for a laser catheter to continue the procedure, the patient developed a clot in the left main coronary artery with a sudden drop in blood pressure. The patient's condition deteriorated to a cardiopulmonary arrest and all efforts to revive the patient were unsuccessful and eventually the patient died.

Manufacturer narrative:
(B)(4).

Event description:
This event was reported in duplicate and was previously reported under MDR 2134265-2017-03821. It was further reported that the balloon catheter that was unable to cross was not a 1.50mm x 15mm maverick²¿ balloon catheter as what was previously reported but a non-bsc device.